Manufacturer narrative:
E2- phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of ncircle tipless stone extractor could not be opened. The package was opened before surgery and the basket was found to not open or close properly. Another of the same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex a and annex g) investigation ¿ evaluation as reported, the basket of a ncircle tipless stone extractor could not be opened. The package was opened before surgery, and the basket was found to not open or close properly. Another of the same device was used to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device were conducted during the investigation. One ncircle tipless stone extractor was returned in opened packaging for investigation. The basket sheath was observed to be separated at the flare which prevents the basket formation from being actuated with the handle. The basket formation was able to be manually actuated without using handle. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also completed a review of the DHR for the reported lot recording no nonconformances related to the failure mode. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU t _ ntse_ rev1 was reviewed and did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded that a specific cause of the damage to the basket sheath cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.